Event description:
As the physician was attempting to insert the smart control into the catheter sheath introducer, the stent partially deployed. The product never entered the pt. As per the reporting affiliate, the physician did not manipulate the device in any way during or prior to attempted insertion. The product has been returned for evaluation and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.